Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (s/n: (B)(4)) was performed by a zoll service technician. The primary complaint of tcmid:02 (cooling engine danfoss error) was confirmed during functional testing. The root cause of the issue was due to a cooling engine compressor startup error. Further evaluation also found a faulty cable. The thermogard system is a reusable device and was manufactured in 2012. Therefore, issue with the cooling engine and cable connection are characteristic of normal wear and tear for the life of the device and has exceeded its expected service life of 5 years. The defective parts found during evaluation were replaced and the console was re-evaluated. The system met all specifications during evaluation with no faults found. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard ivtm system with serial number (B)(4)the system passed all final testing criteria.

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a temperature control malfunction ID:02 (tcmid:02)(ce danfoss error) error messages during patient use and restarting the console enabled the user to continue and complete the patient's ivtm treatment. The length of delay was not specified. No known patient consequence was reported. It was also stated that the tcmid:02 error message was occuring intermittently. No further information provided.